Event description:
The customer reported to beckman coulter (bec) their concerns in regard to the coulter ac *t diff 2 analyzer which was just installed at the customer's site. The customer indicated that the analyzer had multiple service calls during the validation period. Per information received from the customer, the instrument remained in validation status from the time of installation until (B)(6) 2013. Only quality control (qc) and comparison studies were run on the act diff 2 analyzer during this time. Post (B)(6) 2013, the instrument was validated to run patient samples; however, a problem was identified on the morning of (B)(6) 2013 when the red blood count (rbc) background failed during a startup. No erroneous results were generated in connection with this event. The customer stopped using the instrument when the startup failed.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse inspected the instrument and observed rbc's high on background count. The fse replaced the sweep flow check valve and tightened the sweep flow connector, and the red blood count (rbc) background passed. The failure mode was related to the sweep flow check valve which needed replacement and the sweep flow connector which was retightened. The instrument performed as expected, failing the rbc start up. (B)(4).